Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. It was noted that the device hardware was not detecting the loss of battery energy and because of this the battery status indicators were not reflecting the depletion condition and were inaccurate. This should no longer be relied on to determine the depletion status of the device. Hence, the device is malfunctioning and should be replaced then return for detailed analysis to be performed. To date, the device remains in service. No adverse patient effects were reported.